Manufacturer narrative:
Summary evaluation: as received, this tibial insert exhibits minor wear on the condylar surfaces and on the stabilizer post, approx normal for the reported period of implantation. However, the posterior tangs have been crushed by the baseplate due to the insert not being engaged into the posterior pockets and being subjected to either impaction and/or the pt's weight. A review of the device history record found that no discrepancies were reported during manufacture. The info provides and the examination results suggest that this event is no device related but rather is associated with the implantation intra-operative procedures.

Event description:
The pt presented with pain and instability. Revision surgery revealed the insert was not sufficiently locked in the baseplate and polyethylene wear of the insert.